Manufacturer narrative:
It was reported that "[detailed description of event/device issue]. A staff member and nurse were transferring a resident at approx. 1320. The nurse placed the hoyer lift in front of the resident's chair and applied the brakes. We used the green loops on top and the purple on the bottom. After securing her this nurse started lifting her with the remote. After her body was out of the chair, the cna removed her wheelchair. This nurse started to push the lift towards her bed and noticed the residents body started moving the opposite direction towards her roommate's bed and the "arm" was lowering by itself. This nurse noted a piece of metal sticking up from the arm/body of the lift causing the lift arm to bend sideways. This nurse positioned herself under the arm to lower her to the ground. When we lowered her to the ground, her back was against her roommate's recliner and her buttocks was on the ground. Her head was leaning against the seat of the recliner, and her arms were grabbing the sling straps." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "lift arm failed when moving patient from bed".